Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2024.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Sc-1232 (sn: (b)6). The returned ipg was analyzed and passed visual inspection.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to patient no longer receiving pain relief and the device was causing pain due to weight loss. No further information could be obtained.